Event description:
As reported by a field clinical specialist, during a tmvr procedure with a 26mm sapien 3 ultra resilia valve (s3ur) in a failed non-edwards surgical valve, an xs safari was placed in left ventricle. Steps were performed as usual and a 14f esheath was inserted into right femoral vein. Septostomy was completed with a 12mm septostomy balloon. Implant angle suboptimal due to patient position and inability to move ii to steep angles. Tried propping up patient with a wedge and this helped but still was not very coplanar, however decision was made to proceed with this angle. Valve was prepped in normal fashion and delivered through esheath easily. Valve alignment done in ivc and advanced across septum easily. Crossed mosaic mitral valve and pulled flex catheter back. Valve lined up to what they thought would be appropriate depth according to landmarks. Paced at 180 with capture. Started slow inflation of valve and began shifting ventricular. Right near the end of full expansion it the valve jumped/migrated ventricularly. (B)(6) the valve caught on to the surgical valve still so it was stable but required a second valve. A second s3ur was prepped with +5 volume and delivered through the same 14f esheath. This valve was slowly inflated once across the first sapien/mosaic and landed in a great position (90/10 in relation to surgical valve sewing ring). After all plus 5 cc's (28cc's) had been given, the commander balloon burst (B)(6). Normal valve function confirmed with tee, no effusion, and valve was deployed fully before balloon rupture. Attempted to retract commander through septum, but the balloon was getting stuck (likely on the sapien frame). Multiple attempts were made to pull system back and eventually with advancement and retraction, it was dislodged from the sapien/valves. Resistance was met when trying to pull likely pancaked commander balloon back through septum. More resistance was met when trying to get the balloon into the 14f esheath. They tried to pull out commander and sheath as a system, but the sheath came all the way out before the balloon did and balloon got stuck at the common femoral vein. Per physician request, a 16f sheath was opened but never inserted into the patient due to decision to cutdown. Proceeded with successful asd closure device and cutdown of the right femoral vein. The patient was stable following procedure.

Manufacturer narrative:
This is one of two reports being submitted for this case.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information provided. The following sections of this report have been updated: b.4, b.5, g.3, g.6, h.2 and h.6 device code. The investigation is ongoing.

Event description:
Per engineering review of a photo provided the commander delivery system balloon was torn.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. H.6 device code corrected to 4008 and 1074. The complaints for balloon burst, balloon torn, and withdrawal difficulty were confirmed based on provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''a second s3ur was prepped with +5 volume and delivered through the same 14f esheath. This valve was slowly inflated once across the first sapien/non-edwards valve and landed in a great position (90/10 in relation to surgical valve sewing ring). After all plus 5 cc's (28cc's) had been given, the commander balloon burst). Normal valve function confirmed with tee, no effusion, and valve was deployed fully before balloon rupture. Attempted to retract commander through septum, but the balloon was getting stuck (likely on the sapien frame). Multiple attempts were made to pull the system back and eventually with advancement and retraction, it was dislodged from the sapien/valves. Resistance was met when trying to pull likely pancaked commander balloon back through septum. More resistance was met when trying to get the balloon into the 14f esheath. They tried to pull out commander and sheath as a system, but the sheath came all the way out before the balloon did and balloon got stuck at the common femoral vein. Proceeded with successful asd closure device and cutdown of the right femoral vein.'' Based on additional follow-up, the patient appeared to have calcium in the anatomy and pre-existing non-edwards surgical valve. It was also noted that additional +5cc was added to the balloon prior inflation. In such conditions, while the balloon is sufficiently designed and tested to ensure burst pressure is at or above the rated burst pressure, the physical interaction with the pre-existing valve stent during deployment and/or calcified nodules can potentially compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration, resulting in the reported balloon burst. Additionally, while the prescribed nominal inflation volume is provided in the IFU, over-inflation can subject the balloon to pressures high enough to cause its to burst. As such, available information suggests that patient factors (calcification, pre-existing non-edwards surgical valve) and/or procedural factors (over-inflation) may have contributed to the balloon burst. It was noted that during the initial system removal, the burst balloon may have interacted with the valve frame, contributing to the difficulty in withdrawing it from the deployed valve. Imaging evaluation revealed that the inflation balloon had bunched and umbrellaed over the nose tip, along with stretching of the balloon spring, confirming the withdrawal difficulties. As the balloon burst, the altered balloon profile may have increased its susceptibility to catching on the septum, which could have led to the experienced retrieval difficulty. Additionally, device-related imagery also revealed a torn I/c bond and a flared crimp balloon leg, indicating potential device interaction or entanglement with the sheath during withdrawal. In these circumstances, device manipulation to overcome withdrawal resistance likely contributed to the I/c bond balloon tear. As such, available information suggests that procedural factors (withdrawal of burst balloon, device manipulation) may have contributed to the withdrawal difficulties and torn balloon. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.